Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating, which led to a pump shutdown. The customer's blood glucose (bg) was 130 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.